Event description:
It was reported that cartridge change errors occurred with multiple cartridges during the load sequence. Customer was unable to complete troubleshooting with tandem technical support, no further information was able to be obtained. Customer¿s blood glucose level was 134 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.